Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m lead; implanted: unknown; 4196 lead; implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent right atrial (ra) lead undersensing on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.